Event description:
A tandem mobi cartridge alarm was reported by the customer, and there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer was advised to continue using the current pump as a backup therapy and provided with a replacement pump by technical support. Instructions for returning the problematic pump were given and acknowledged by the customer.